Event description:
The user facility reported a split in the glidesheath slender device. This information was provided to terumo through a marketing feedback survey.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. With no product code or lot # information the investigation was limited to user facility information. The product code and lot number was not provided by the user facility, which prevented review of applicable production and inspection records. A search of complaint files confirmed that there have not been any reports of "split sheath" since the launch of glidesheath slender. Although the exact cause cannot be definitely determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned.